Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the stylet could not be inserted into the lumen of the right ventricular (rv) lead. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. Final analysis found the inner coil was over torqued at the connector region consistent with procedural damage.